Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was not reported. Hospitalization was not reported. The same day as the peritonitis diagnosis, the patient was treated with cefazolin and ceftazidime (intraperitoneal use) at an unspecified dose and frequency for peritonitis. At the time of this report, the patient outcome from the events were unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: a1, a2, a4, b5, b6, b7, d10, h2, h11. B5: upon follow-up, it was reported that the patient experienced suspected eosinophilic peritonitis. The cause of the event is unknown. The cefazolin dose was reported to be 250mg and discontinued after 15 days. The dose of the ceftazidime was reported to be 250mg and discontinued after 15 days. At the time of this report, patient is still recovering from the events. The reporter declined to provide additional information. Should additional relevant information become available, a supplemental report will be submitted.